Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. No compromised force sensor system alarms noted. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, and cracked case near display window corners all noted during visual inspection.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the pump during the fill tubing action. Customer stated that the insulin pump spattered insulin and the numbers did not appear on the screen. Customer's blood glucose level was 380 mg/dl. After pushing the act button, the customer received a compromised force sensor system alarm. Customer was asked to stop using the pump. Insulin pump was replaced. No further details given.